Event description:
(B)(4). Ever since I got the essure placed, I have had constant migraines. They have gotten worse, so bad that they last anywhere from 12-15 days. Nothing helps them. I have been to a neurologist and from a neuro standpoint there is nothing wrong. I have been to an endocrinologist and he told me first that I have thyroid problems. After countless tests that was found not true. Then he said I had a pituitary tumor which was also found to be not true after blood work and MRI's. Then he said that I have low cortisol which again has been found not true. Even tho all of this is found untrue he still has me on thyroid meds because he doesn't know what could be causing my problems. I have severe anxiety which I never had before. No meds work for it. I have severe nausea, and dizziness with an unknown cause according to my dr. I have severe pain in my right side of my stomach. I have no sex drive. When I do have sex with my husband its only once a month because I have no sex drive and even then I can't get pleasure and I can't orgasm. I was never like this before. Before the essure, I was a loving mother to four wonderful children and married to a wonderful man. Now I'm all the time having pains, sick to my stomach, constantly dizzy, migraines. I have gained so much weight in my stomach that I constantly look pregnant. No matter what I do I can not lose it. Essure has ruined my life. It has hurt my family and my marriage. I want this devil thing out of me. I'm sick of being in pain, not being able to play with my children or take care of them because of no energy, migraines, nausea, dizziness.